Manufacturer narrative:
Additional information was added to d4, h3, h4, h6, and h10: h10: the device was received for evaluation. A visual inspection using the naked eye was performed, and a damaged gland was observed. Pressure and clear passage under water testing were performed, and a leak was observed due to the damaged gland at the clearlink y-site. An autopsy was performed on the clearlink y-site, and damage at the gland component was observed. The reported condition was verified. The cause of the damaged gland was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) g1: device manufacturer address (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from the luer activated valve. The location of the leak was further described as, ¿clearlink y¿ and ¿clearlink injection site¿. This was observed during propofol infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.